Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to use, it was noted that the device contained a ps1 needle which was an incorrect needle. There was no patient involvement. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbbbrz and no non-conformances related to the reported complaint condition were identified. (B)(4). Investigation summary: two opened boxes, two sealed samples of product code 1666g, lot # rbbbrz were received to ethicon inc for evaluation. Additional product was received into the same complaint bag. Eleven sealed samples of product code 690g13, lot # rbbazr, this product is not related to this complaint. As per the visual inspection of the two sealed samples related to product code 1666g, lot # rbbbrz and the needle sales type belongs to ps-2, the product manufactured on 02/09/2021 and the expiry date on 01/ 31/2021 eleven samples belong to product code 690g13, lot # rbbazr, the needle sales type belongs to p-3, the product manufactured on 02/04/2021 and the expiry date on 01/ 31/2021. A manufacturing record evaluation was performed for the finished device lot number rbbazr and no non-conformances related to the reported complaint condition were identified. During the packaging process, each box and label barcode are scanned in the system to compare the printing information. Also, the component assigned to each lot were correct. According to result obtained during the investigation, the reported complaint could not be confirmed. Additional information was requested and the following was obtained: please clarify how many sutures presented this issue (incorrect needle)? 1 please confirm that product code 1666g (ethln blk 18in 5-0 s/a ps-2 prm mp) is the correct one? Yes, product code 1666g and lot rbbbrz. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. No patient involvement. How was procedure successfully completed? No patient involvement. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date.